Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm 6 issue was verified. Additionally the alleged undefined malfunction, touchscreen unresponsive, and touchscreen unreadable issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the touch screen was unresponsive and was missing buttons on the bolus screen. Pump reset was performed, and the pump touchscreen displayed a blue screen and could not be interacted with. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 176mg/dl.